Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device had damaged bearings. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided.